Event description:
It was further reported that the pacing impedance varied intermittently from high levels down to normal values. It was also reported that the rv lead exhibited oversensing and noise. The lead is planned to be replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).